Event description:
It was later reported that the previouslyreported hospitalization was due to a car accident or a fall and was unrelated to the device or therapy. The patient was supposed to have the pump refill but was in the hospital at the time. It was noted that the patient had a lengthy medical history.

Event description:
It was reported that, beginning on (B)(6) 2014 at 2am, the patient began hearing a single tone alarm every 10-15 minutes. At this time, the patient did not experience any changes in therapy. The patient¿s next refill date was on (B)(6) 2014. During the week of (B)(6) 2014, the patient was hospitalized. On (B)(6) 2014, the pump was found to be empty and was reprogrammed and refilled. The healthcare provider (hcp) called a manufacturer representative in case he needed help, but the manufacturer representative did not need to do anything. As of (B)(6) 2014, the patient no longer had concerns with her device or therapy. The device system was used to deliver morphine and klonopin.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).